Event description:
Per the clinic, the patient experienced poor performance and received no benefit from the device. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.